Event description:
It was reported that, "the lever on the tibia impactor broke during surgery. The broken instrument has been replaced with a new impactor."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.